Manufacturer narrative:
This report is being filed on an international product, list number 07p60-77 that has a similar product distributed in the us, list number 7p60-21 / 31, alinity I syphilis tp, with 510k number k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result for one patient that didn¿t match clinical presentation. The following data was provided: (B)(6) 2025: initial result = 0.59 s/co, sysmex = negative, mindray = negative, tppa = positive, elisa = positive, trust = negative no impact to patient management was reported.

Event description:
The customer reported a false nonreactive alinity I syphilis tp result for one patient that didn¿t match clinical presentation. The following data was provided: (B)(6) 2025: initial result = 0.59 s/co, sysmex = negative, mindray = negative, tppa = positive, elisa = positive, trust = negative no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 77505be01. A device history record review did not identify any nonconformances, potential nonconformance or deviations associated with the complaint lot number. In-house testing of a retained reagent kit of the lot 77505be00 which contains the same bulk reagent as the complaint lot 77505be01 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 77505be01 was identified.